Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the device suddenly alarmed and shut down. As per report, the device was immediately replaced; no patient consequences were resulting from the event.

Manufacturer narrative:
A dräger service engineer was dispatched to perform an on-site evaluation with the device. The reported shut-down could be confirmed after examination of the device but it turned out in an interview with the users that the event indeed did not occur during use on a patient. The reported observation could be narrowed down to a malfunction of the power supply board; its replacement has fully solved the device issue. In reflection of the facts that the device was in operation for more than ten years now and that the field failure rate of the power supply board is stable on low level, an in-depth evaluation was not considered necessary. If a malfunction of the power supply occurs this may lead to a shut-down of the entire device. The user will be alerted by means of a corresponding alarm which will be announced by a buzzer that is powered by an independent power source and will last for a minimum of two minutes. A shut-down will also trigger that the pneumatic system will be opened to ambient to allow spontaneous breathing of the patient. As mentioned before already, there was no patient involved in the particular event.

Event description:
It was reported that the device suddenly alarmed and shut down. As per report, the device was immediately replaced; no patient consequences were resulting from the event.